Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 15-oct-2014, UDI #: (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8711, serial/lot #: (B)(4), ubd: 15-oct-2014, UDI #: (B)(4), implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, (B)(4) (hcp, rep): information was received from a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of lioresal at 1307 mcg per day via an implantable pump by flex dosing for intractable spasticity. On (B)(6) 2019, it was reported that the healthcare provider (hcp) had been getting higher residual volumes than expected during refills. It was unknown how much higher the volumes have been. The patient was seen for a catheter dye study on (B)(6) 2019, but the catheter could not be aspirated. It was unknown what, if any, environmental/external/patient factors that may have led or contributed to the issue. The hcp decided to refer the patient to a neurosurgeon for a catheter revision. A surgical intervention did not occur. A surgical intervention was planned, but it had not been scheduled. The issue was not considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and confirmed with a healthcare professional (hcp) indicated that it was assumed that the volume discrepancy was being caused by a catheter issue that was decreasing flow. The catheter was unable to be aspirated, so the assumption was that flow towards the patient from the pump may have been interrupted as well. This was thought to be the reason the drug was not leaving the reservoir as much as expected. It was noted the volume discrepancies and inability to aspirate the catheter were not resolved. It was stated that the patient was being referred to a neurosurgeon for an open exploration of the catheter and revision or complete replacement. It was noted that the catheter would be returned once explanted from the patient. No further complications were reported/anticipated.